Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) zxr00 +23.5 diopter was implanted into the patient's left eye on (B)(6) 2018. Five days post-op the patient reported of being unable to tolerate night vision. Reportedly, the patient experienced starburst with headlight, vision like looking through plastic, colors completely off (brown was purple, black was blue, yellow was hazy green). The lens was explanted on (B)(6) 2018 and the incision was enlarged to remove the lens. No vitrectomy was performed and no sutures were used. A monofocal zcb00 + 23.5 diopter was implanted as a replacement. No additional intervention was performed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.